Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent. The cause of peritonitis was not reported. Three days after the onset, the patient went to the out patient department (opd) and was hospitalized for the event. The patient was treated with unspecified treatment (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.